Event description:
Device malfunction: none. Symptoms / ae: stroke. Time of ae: after the procedure. It was reported that the evening post a right common carotid artery stenting procedure, the pt reported double vision, which was diagnosed as a left brainstem stroke. Reportedly, the stroke was most likely an embolic event from the vertebral artery secondary to an 'eggshell' or porcelain aorta. There was no treatment provided. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Embolic strokes are known potential adverse effects associated with the use of the device as listed in the xact stent instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non- conformities which could have contributed to this event.